Event description:
After a da vinci assisted low anterior resection procedure (lar), the patient presented with bleeding and underwent an exploratory laparotomy procedure. Bleeding was seen from the inferior mesenteric artery (ima) pedicle which was previously sealed with a vessel sealer extend (vse). The patient is currently doing well. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) who followed up with the surgeon and obtained the following information: the e-100 was the generator used for the procedure. During the procedure, there were no issues with the vse. The surgeon typically makes multiple seals on the ima with the vse and the operation continued for another 1 hour after the ima was sealed and cut without incident. Several hours after the procedure, the patient had a post-operative bleeding and underwent an exploratory laparotomy. Bleeding was seen arising from the ima pedicle. The bleeding was stopped by unspecified means. The vse instrument was discarded. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined as the vessel sealer extend (vse) instrument was discarded by the site and is not available for evaluation. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. This complaint is being reported due to the following conclusion: after a da vinci assisted low anterior resection (lar) procedure, the patient underwent an exploratory laparotomy due to post-operative bleeding. Bleeding was seen to arise from the stump of the inferior mesenteric artery (ima) which was previously sealed with a vessel sealer extend (vse). The bleeding was stopped by unspecified means. The patient is currently doing well. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 29-jul-2022, intuitive surgical, inc. (Isi) received the following additional information from log reviews of the vessel sealers extend (vse) instrument: the logs were reviewed by an isi advanced failure analysis engineer (fae) and the following information was obtained: there were 3 consecutive instances of ¿jaw angle open¿ event, and one ¿cut failed¿ event. On 09-aug-2022, isi received the following additional information from the surgeon: there was an audible signal when the pedal was pressed during the sealing sequence as well as fast audible beeps heard that denoted that the seal was complete. The surgeon sealed the vessel twice in a row, opened the instrument, sealed again closer to the specimen, and then cut to divide the vessel at the second burn site leaving a stump. The surgeon did not cut tissue that was not fully sealed. The target tissue was not under tension (vessel was mobile), the vessel size was not greater than 7 mm (surgeon had dissected the fat from the vessel) and was not calcified, and there was no previous exposure of the target tissue to chemotherapy or radiation. The jaws of the instrument were not obstructed, and not immersed in liquid during the sealing cycle. The patient developed severe post-operative hypotension in the recovery room and was brought back to the or for an exploratory laparotomy with suture ligation of the bleeding vessel that was visibly cauterized with the vessel sealer previously. The amount of blood loss was 2.5 l. The patient's hospitalization was prolonged due to the complication. The surgeon is unsure of the cause of the post-operative complication. Images sent by the customer were reviewed by isi clinical development engineering (cde) and the following findings were obtained: based on the images reviewed, the vessel fits within the jaws of the instrument and does not appear to be under tension. The vessel was seen sealed and transected. However, the cause of the post-operative bleed cannot be determined from a review of the images.